Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed with multiple pump error alarms multiple times. Troubleshooting was performed and it was determined that the insulin pump should be replaced. The customer's blood glucose at the time of the incident or at the time of the phone call was not provided the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test and self test, sleep current measurement and active current measurement. However, pump error 23, 49 and 68 confirmed the formatted history file.